Event description:
For the past several weeks, multiple staff members have noticed that the 30g x 1/2" needles with lot # 4206646 and expiration date of 7/31/2029 have been very difficult to press through multiple patient's skin while giving allergy shots. The needle will either bounce off the patient's skin or if it does press through, it is not smooth and it feels like you have to force it through the skin. We have never had this issue before with these needles. They usually glide through smoothly even if there is built up scar tissue from previous shots. We rotate the site of the shots each visit. Patients have been reporting increased pain when the needle manages to go through the skin. This is happening with about 50%-75% of the needles. There is no way for us to tell beforehand whether or not the needle is sharp unless we begin to press it through the patient's skin.